Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - femur). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and femoral has proximal tabs of the implant fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates that implant fit is maintained but there is marked malalignment following the femoral implant fracture/disassembly. Bone quality appears osteopenic on all images. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure eight months post implantation due to femoral fracture. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient underwent a revision procedure eight months post implantation due to infection and femoral fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: polyethylene insert xt size c use with distal femoral xt size c use with xt only catalog # 00585001396 lot # 65521752. Articular surface with segmental hinge post size c 12 mm height catalog # 00585003012 lot # 65617170. Fluted stem extension straight precoat 9 mm diameter 130 mm length for cemented use only catalog # 00585205009 lot # 65617232. Proximal tibial component (tibial body x1 tibial bushing x1) size 3 for cemented use only in the u.s.a. Catalog # 00585000310 lot # 63859283. All poly petella catalog # 00597206538 lot # 64774939. Stem collar 35 mm o.d. For use with 16 mm or smaller diameter segmental stems catalog # 00585204035 lot # 65466071. Fluted stem extension straight precoat 11 mm diameter 130 mm length for cemented use only catalog # 00585205011 lot # 65055137. Stem collar 25 mm o.d. For use with 16 mm or smaller diameter segmental stems catalog # 00585204025 lot # 65530735. Depuy cmw bone cement catalog # 3325-040 lot # 3836837. Optip 80 refob plus bone cmt-3 catalog # 4722502117-3 lot # zx15bd1106. G2: australia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.